Event description:
It was reported that during a da vinci hysterectomy procedure, frayed/broken cable was identified on the pk dissecting forceps instrument. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Nothing reportedly fell into the patient.

Manufacturer narrative:
The pk dissecting forceps instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the instrument pitch cable was frayed at the distal clevis hub. No damage was found at the clevis. Failure analysis investigation also found visible scratches on the surface of the distal pulley and scratch marks with light material removal and a rough surface finish on the distal end of the instrument's main tube. The scratches were short in length and not axially aligned with the tube. No other damage was found.